Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced a skin reaction with inflammation, infection, blisters, pustules, and a big knot the size of a dime underneath sensor pod area only. The patient´s wife took the patient to the emergency room due to the skin reaction. At the emergency room they made an incision on the knot and drained the pus. There was a prescription made for oral antibiotics (doxycycline 100 mg, twice a day for 10 days). At the time of the report, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).